Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilators memory logs and p reformed calibrations and performance verification testing, resolves the reported issue. After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. The ventilator memory logs were reviewed and indicated that the ventilator entered back up ventilation and did not stop ventilating the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator generated a loud alarm and the secondary screen read, ¿vent inoperative, bd (breath delivery) background failure, replace ventilator¿. The patient was removed from the ventilator, manually ventilated via a resuscitation bag and placed on an alternate ventilator. Reportedly, the patient¿s oxygen saturation dropped to 77% but recovered to 90% after being manually ventilated. Later, the ventilator was power cycled and displayed bd background failure and a message that the settings were locked out. Upon review of the ventilator memory logs, it was noted that the ventilator entered backup ventilation and did not stop delivering breaths to the patient.